Event description:
It was reported that the customer experienced difficulty requesting a bolus. Tandem technical support suspected that the customer's max bolus settings might have caused the issue; however, this could not be confirmed. There was no reported impact to the customer's blood glucose (bg) level. Reportedly, the customer was able to resolve the issue and continued to use the pump for insulin therapy.